Event description:
It was reported that the patient got the poor communication screen. It was noted that there was communication and telemetry issues. It was noted that the patient got the screen that showed that the patient tried to change a program and the stimulation was off. It was noted that the patient could not turn stimulation on. It was noted that the patient tried without the antenna and it worked fine. It was noted that the patient would be sent a new antenna and the patient would confirm if they still had issues. It was noted that the patient did report that they fell this past saturday and did not have stimulation since. It was noted that the patient was alive with no injury and there were no further symptoms associated with the event.

Manufacturer narrative:
Concomitant product: product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).